Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed after the indicator window turned black/black, and the blockage failed. After withdrawal from the body, it took a lot of force to push the deployment button. A suture device was used instead for hemostasis. The vcd was being used for occlusion of a femoral artery puncture point. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer (csi) used was a cordis 6f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm, with no visible calcium/plaque, vessel tortuosity, or nearby stents. The vessel had no stenosis greater than 50% at or near the puncture site. Additionally, the target femoral site had not been previously closed with any closure device or manual compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. During the procedure, the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, as indicated by the bleed-back indicator. The retraction continued until the indicator window changed to a solid black color. However, when the button was depressed, it could not be depressed at all. The window did not show any red color during retraction. A non-sterile unit of the product ¿vascular closure device 6f¿ was received for analysis. Upon visual analysis, the device was revealed to have the following conditions: the deployment lever was fully depressed; the indicator window displayed black/white/red colors; the plug was fully deployed and was not included in the shipment; the cowling guard was locked; the bleed back port was in the deployed position; the indicator wire was retracted; and the device was blood-saturated. No other anomalies were observed during the analysis. Functional analysis was not performed as the device was received fully deployed. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿deployment lever (button)-frozen/locked¿ was not confirmed through analysis of the returned device as it was received with the deployment lever already fully depressed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported frozen/locked button since the device was received with the deployment lever already fully depressed. However, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) are possible since the button was able to be pressed by the user. As warned in the IFU, which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed after the indicator window turned black and black, and the blockage failed. After withdrawal from the body, it took a lot of force to push the deployment button. A suture device was used instead for hemostasis. The vcd was being used for occlusion of a femoral artery puncture point. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a cordis 6f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm, with no visible calcium/plaque, vessel tortuosity, or nearby stents. The vessel had no stenosis greater than 50% at or near the puncture site. Additionally, the target femoral site had not been previously closed with any closure device or manual compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. During the procedure, the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, as indicated by the bleed-back indicator. The retraction continued until the indicator window changed to a solid black color. However, when the button was depressed, it could not be depressed at all. The window did not show any red color during retraction. The device is being returned for evaluation.